Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic employee reported via email customer hospitalization due to high blood glucose levels. Customer was hospitalized 2 years ago with high blood glucose levels and diabetic ketoacidosis. Customer declined to speak to the 24 hour helpline.